Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 7 months post implant of this 25 mm aortic bioprosthetic valve implanted in the pulmonary position, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported to be due to mild-moderate pulmonary heterograft stenosis. No additional adverse patient effects were reported.